Manufacturer narrative:
Device evaluated by third party technician.

Event description:
It was reported a hospital employee received a significant electrical shock from the power cord that resulted in a burn. The user facility reported the burn was on the serious end of a minor injury. Attempts have been made to ascertain treatment information but the customer has not provide that information at this time.